Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The pacemaker and leads were implanted on october 21, 2022. The available homemonitoring data, recorded since october 28, 2022, have been analyzed. The rv automatic capture control (acc) feature was activated and, since the beginning of the recording period until it was manually deactivated during the follow-up on (B)(6) 2023, the rv pacing amplitude was set to the safety margin value of 4.2v by the acc function. During the follow-up of (B)(6) 2023, the rv pacing amplitude was manually set to 7.5 v. Despite these high pacing amplitudes, the available iegms document intermittent atrial and left ventricular capture as well as an intermittent lack of atrial sense events, confirming the clinical observation. However, the root cause of the clinical observation could not be determined, based on the available device data. A dislodgement of the lead should be taken into consideration. Diagnostic images clarifying this assumption were not available for further analysis. There was no indication of a device malfunction. Should additional information or the lead become available for analysis, the investigation will be updated.

Event description:
Loss of capture was reported with this device and lead. Should additional information be received, this file will be updated.